Event description:
The device allegedly did not defibrillate the patient at 200 joules. 360 joules was immediately selected and successfully delivered to the pt. The pt was resuscitated. The reporter stated there was no injury to the pt resulting from the reported event.